Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable. (B)(4). Summary of investigational findings: investigation is based on event description and returned product. The complete tulip set was retuned and the filter was still placed inside the protection tube. The grasping hook on the introducer was straightened, probably because attempts had been made to remove the filter from the protection without using the peel away sheath to collapse the filter or insufficiently collapsing it. During investigation the filter was hooked by the grasping hook, the peel away sheath was advanced and the collapsed filter could easily be removed from the protection tube. The distance between the diagonal primary filter legs was according to specifications. Based on these findings the exact reason for the difficulties encountered cannot be determined. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-jp-jug-tulip g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) k090140. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: the physician advanced the peel-away sheath over the filter inside the protection tube. Then, removal of the protection tube from the filter was attempted, but the legs/anchors of the filter got stuck on the protection tube and filter could not get out of it. Therefore, the physician detached the filter from the delivery catheter and attempted to withdraw it from the tube somehow, only to fail. Another manufacturer's filter was used instead. Patient outcome: no adverse effects to the patient.